Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance wile filling multiple cartridges. The customer was able to load a new cartridge. Reportedly, the customer was not fully inserting the needle into the septum. There was no reported impact to the customer's blood glucose level.